Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to noise. Patient was asymptomatic. The physician planned to have the rv lead revised. No further information available.